Event description:
A philips employee became aware of a journal article (published online 18feb2018) ¿real-life experience of a stent-less revascularization strategy using a combination of excimer laser and drug-coated balloon for patients with acute coronary syndrome¿. The study retrospectively aimed to test a novel stent-less revascularization strategy using a combination of excimer laser coronary angioplasty (elca) and drug-coated balloon (dcb) for patients with acute coronary syndrome (acs). A total of 168 acs patients who planned to receive either a dcb application following elca without a stent implantation or conventional revascularization with a coronary stent were enrolled in the study between february 2014 and january 2016. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters. Procedural complications included 8 coronary dissections, 4 residual throumbus, 1 coronary perforation, and 26 unplanned stent implantations. During the follow-up period 9 patients required target lesion revascularizations, and 2 bleeding events occurred requiring a transfusion or surgical repair (MDR # 3007284006-2026-00196). Additionally, 1 patient experienced death due to heart failure. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 18feb2018 has been used, the date of publication. Harima, ayako,sairaku, akinori,inoue, ichiro,nishioka, kenji,oka, toshiharu,nakama, yasuharu,dai, kazuoki,ohi, kuniomi,hashimoto, haruki,kihara, yasuki. 2018. Real-life experience of a stent-less revascularization strategy using a combination of excimer laser and drug-coated balloon for patients with acute coronary syndrome. Doi: 10.1111/joic.12495. This report captures the death that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - average: 67 years. A3a) patient sex - 132 males, 36 females. A4) patient weight - 24.63 (bmi). A3b/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from japan, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, death is listed as a potential adverse event with use of the elca devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.